Manufacturer narrative:
No audio or beep anomaly noted. The insulin pump passed self- test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had a beep anomaly on their insulin pump. Customer stated there was a beeping noise occurring every 3 to 4 minutes. The customer stated, they did not press or accidentally press any buttons. The customer's blood glucose was unknown. Customer requested to have their insulin pump replaced. No additional information provided.